Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been tested by failure analysis as of the date of this report. If the product is evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with initial reporter and obtained the following information: no fragment(s) fell into the patient's anatomy. The customer confirmed that they have been facing an issue with broken cables on instruments since a year that is unrelated to user error.